Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons on the insulin pump were not responding. Customer's blood glucose level was 261 mg/dl. Customer reported that they received error message about button was pressed for a long time. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.